Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile system. (B)(4).

Event description:
Reporter stated the customer received the following results on 2 different meters within 2 minutes: 22.5 mmol/l (mobile system) and 8.0 mmol/l (active system). No adverse event due to the device reported. The alleged product was requested for evaluation.